Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, an unexpected pause was observed following termination of the capture threshold test.